Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
In the unspecified procedure, the user used the subject tjf-260v and maj-311(the distal end cover used by attaching to the distal end of the endoscope). During the insertion of the subject device, the maj-311 came off from the subject device and fell off into the patient's esophagus. The user took out maj-311 from the patient's body and attached it again. The user continued to procedure the procedure with the same device and completed the procedure. There were no reports of patient injuries related to this incident.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.